Event description:
Received electronic report from a dialysis clinic that a pt reported "something going up my arm and into my chest" then stated "my chest feels funny" at the end of this dialysis treatment. The pt was immediately assisted to a left sidelying position. 02 was administered and bp obtained was 67/31. Cardiac monitoring was initiated. Normal sinus rhythm was detected. The pt continued to report chest tightness and ongoing dry cough, but denied shortness of breath or any tingling in extremities. A bolus of 1000 ml of ns was rapidly infused per md orders because of bp now at 48/21. Bp after ns bolus was 70/26. The pt remained in left sidelying trendelenberg position. The pt was then transferred by ambulance to hospital with a bp of 80/46. Upon discharge from dialysis clinic. The pt did verbally report feeling better. Further details of this incident co obtained from the reporter in 2005. The md believes this pt had either a light heart attack or an air emboli. In 2005, further information revealed that md feels a stronger possibility of an air emboli as the diagnosis for this pt. Also, the clinic reported new information after they performed an internal investigation and have identified this incident was probably caused when the lpn overrided the safety features of the dialysis machine. This pt was discharged to home after spending the weekend in the hospital. The pt continues his dialysis treatment in the clinic and reportedly is doing fine without further ill effect. The sample is available.